Manufacturer narrative:
Updated data: b5. Second paragraph added d. Expiration date, serial #, and unique identifier # added h4. Device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was observed. 2 days following the implant of the valve, a permanent pacemaker was subsequently implanted. 23 days following the implant of the valve, carbon dioxide (co2) narcosis and worsening emphysema occurred. 1 month and 6 days following the implant of the valve, the patient developed covid-19. Subsequently, methicillin-resistant staphylococcus aureus (mrsa) pneumonia developed, which worsened the patients respiratory condition. 1 month and 21 days following the implant of the valve, the patient died. The cause of death was reported as lung related. Per the physician, the valve and the valve implant procedure did not cause or contribute to the death. Additional information was received that per the physician, the pneumonia and narcosis were unrelated to the valve and implant procedure; however, the cause was unknown. Additionally, the valve did not contribute to the worsening emphysema.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was observed. 2 days following the implant of the valve, a permanent pacemaker was subsequently implanted. 23 days following the implant of the valve, carbon dioxide (co2) narcosis and worsening emphysema occurred. 1 month and 6 days following the implant of the valve, the patient developed covid-19. Subsequently, methicillin-resistant staphylococcus aureus (mrsa) pneumonia developed, which worsened the patients respiratory condition. 1 month and 21 days following the implant of the valve, the patient died. The cause of death was reported as lung related. Per the physician, the valve and the valve implant procedure did not cause or contribute to the death.